Event description:
In 2007, the lay reporter contacted lifescan (lfs) alleging that the lay pt's one touch basic enhanced meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter said the product issue started on three days earlier at 2:30 pm. The patient had symptoms of blurred vision, dizziness, and leg cramps, described as high blood glucose symptoms, two days after the alleged product issue started. The pt took no diabetes treatment action and received no medical intervention as a result of the reported product issue. The cca confirmed that the meter batteries were replaced per the owner's manual, the batteries were in good condition. The meter was replaced. The complaint is reported because the reporter alleges that the lfs meter did not turn on and afterwards the patient experienced symptoms of hyperglycemia, including blurred vision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.